Manufacturer narrative:
H11: the actual device was received for evaluation. Visual inspection was performed and black speck particles of foreign matter was identified inside the sealed unopened bag and on the white female connector. The reported condition was verified. The cause of the condition could not be determined; however, may likely be due to the manufacturing or packaging process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented high-volume inlet was contaminated. This was observed during a complete sweep of supplies in the hospital. There was no patient involvement. No additional information is available.